Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (erbe). System was tested and verified for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was returned for failure analysis and the reported failure (error c-33 on start. Monopolar energy no firing.) Was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit had no significant scratches, dents, or cracks. The erbe was in good condition. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar energy was not firing. The customer stated that the issue was a reoccurring one, they have switched the monopolar ports, instruments, and energy cabled but the issue persisted. The technical service engineer (tse) did not find any related errors in the system logs and asked if the customer was able to troubleshoot. The tse asked if the cable felt loose, and the customer responded they keep track of the cable lives on a white tab and all energy cables are expired. The procedure was completed with no reported injury.